Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 10, 2020 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia. According to the complainant, during magnetic resonance imaging (MRI) performed on (B)(6) 2019, the spaceoar gel was noted to be present in the rectal wall. The patient's radiation treatment was delayed for three months and the treatment fraction was switched to forty fractions. As of (B)(6) 2020 the patient is awaiting his radiation treatment.